Event description:
During left knee genicular nerve ablation the accurian enhanced rf probe was not functioning correctly. After two attempts the probe was removed and new probe kit opened. Defective probe and product information saved.